Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Model: ddmb1d1, ICD; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered audible alerts due to high/undefined impedance readings on both the rv and superior vena cava (svc) defibrillation coils. Oversensing/increased sensing integrity counter (sic) was also noted. Follow-up was completed and it was discovered that the lead connector was not fully set in the implantable cardioverter defibrillator (ICD) header. A revision procedure was completed and the lead connector was fully seated into the header. The device and lead remain in use.